Manufacturer narrative:
Block h6: imdrf device code captures the reportable event of stent kinked.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct (head region) to treat a malignant pancreatic duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tight prior to stent placement. During preparation, it was reported that the stent was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. Per the IFU, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." The user did not follow the IFU; therefore, this complaint has been assigned ar code 5191: 2457 to capture user error.